Event description:
It was reported that, on (B)(6), the patient had been seen for a refill; however, the pump was flipped, so the patient was referred for a pocket revision surgery. At the time of report, the patient had been intubated for the surgery and the pump was being interrogated in the operating room. The event logs showed a motor stall occurred on (B)(6) with a message ¿stopped pump may exceed tube¿ triggered two days later and without a subsequent recovery message. In addition, the logs showed messages for low reservoir occurring on (B)(6) and empty reservoir occurring on (B)(6). The reporter stated that there were no magnets present, but did not know the history of what occurred at the refill on (B)(6). It was later reported that, upon reinterrogating the pump, a motor stall recovery occurred. It was stated that they were about to close and, as the stall recovered, the healthcare provider (hcp) was going to use the existing pump. The hcp moved the pump and sutured it down at all four points. There were no sutures seen on the pump when it was first seen in the pocket. It was stated that the hcp didn¿t think that it was a case of twiddler¿s syndrome; however, the pump was placed very close to the patient¿s ribs and it would flip on her, so she would flip it back. In addition, when the ¿scrub¿ emptied the pump, there was 15cc of drug when it was supposed to contain 0cc. After the case, the dose was decreased to 100mcg/day as she probably hadn¿t been receiving all of the drug due to the catheter being kinked from the coiling. The device system was used to deliver baclofen. Two days later, it was reported that the proximal segment of the catheter had been revised using a pump segment revision kit. It was also noted that the patient had undergone an MRI on (B)(6) and no symptoms were reported. Five days after that, it was reported that, when the patient went to have a pump fill, the pump was flipped and they were unable to fill it. A pocket revision was subsequently performed to flip the pump, repair the pocket, and suture the pump. It was indicated that the pump had not initially been sutured. In addition, the catheter had been coiled, so it was removed and replaced. It was indicated that there was positive cerebrospinal fluid (+csf).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014,explanted: (B)(6) 2014, product type: catheter. (B)(4). Final analysis of the catheter found significant twisting in the catheter body that might have affected infusion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the symptom the patient had experienced with the event was "no relief of spasticity despite increase dose, as catheter coiled up with flip." It was reported that there had been one motor stall noted in the event logs and the cause of the motor stall was an MRI. It was reported that the patient recovered without permanent impairment and was "doing well" at the time of report.

Manufacturer narrative:
(B)(4).